Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) at maximum outputs for an unknown duration were observed. A lead revision was performed where this lead was successfully repositioned. To date, no adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and no additional information is available at this time. If additional information becomes available, this report will be updated.